Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked by front left corner, the bottom case was cracked by l-bracket screws, the plunger head was cracked by screws, and a counterfeit super cap was found on main board. A review of the event history log identified check syringe plunger sensor and no error which related to customer reported problem of broken case was found in the history. Functional testing was performed and the check syringe plunger sensor error was found at power up, the 2 flippers on were found intermittently stuck when plunger lever was pressed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The cracked case was verified due to and impact to pump by the customer. Replaced left plunger case and replace the bottom case. Performed power up process and all functional testing which passed.

Event description:
It was reported that the pump exhibited issues with the interconnect board and had a broken case. No patient injury was reported.